Event description:
A caller reported an error with their continuous glucose monitor (cgm) identified as error 42. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the caller contacted support, received instructions for a pump reset, and successfully started their sensor session without encountering the error again.